Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed as no images were submitted for review and the device remains in use. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these alarms could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of hypertension and dehydration could not be conclusively established through this evaluation. The system controller event log file contained events on (B)(6) 2023, per the timestamps. Multiple, transient low flow hazard alarms were captured throughout the file. The system controller periodic log file contained data from (B)(6) 2023. Three low flow hazard alarms were captured between (B)(6) 2023. The duration of these alarms could not be determined as there is no controller event data available for these timeframes. No other notable events or alarms were captured. The pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. This section also contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 of the IFU, ¿system monitor¿, explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. The IFU notes that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is also available. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had persistent low flow alarms in the setting of both dehydration and hypertension. Despite fluid and increasing blood pressure medications. The low flow alarms persisted. There was concern for possible outflow graft twist or obstruction. Images would be obtained. Log file review confirmed low flow events on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.